Manufacturer narrative:
Four devices were returned for analysis. Visual inspection showed the devices were in good condition. A functional test was performed and the reported issue was duplicated. Leakage was present in the air vent of the two devices, however no functional test was performed for the cassettes due to the damaged pressure plates. It was determined that the most probable cause was due to using solutions that contained high levels of surfactants. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, d4: UDI, catalog number, model number, expiration date, g5, and h4 are unknown, d3, g1, and g2 email is: (B)(6).

Event description:
It was reported there was a leakage on the filter of the cadd extension set. No injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.